Manufacturer narrative:
(B)(4). Date of event estimated. Date of implant estimated. The devices are not returning for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the lot history records and complaint histories could not be conducted because the lot identification numbers were not provided. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
This event was captured based on review of an abstract. This report represents the portion of the abstract related to malapposition and underexpansion.